Manufacturer narrative:
On 3/2/2020, device evaluation was completed. Device evaluation summary: during visual inspection a tear was noted in the posterior view, measuring approximately 4.0 cm. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contract. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2019, mentor became aware that patient experienced pain and did not have capsular contracture and hence, patient code under field h6 has been updated to pain on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/25/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per paperwork received with the device, and additional information received on 12/10/2019. The following information has been updated under section d on this form: product code from unk_gel implants to 3503501bc. Lot number from blank to 6667327. Date of explant from on (B)(6) 2019. Patient went under explantation and replacement with catalog number: 3503501bc; serial number: (B)(4) on the right side on (B)(6) 2019. Unacceptable cosmetic appearance was also reported. Hence, patient code has been added on this form. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right side rupture, and capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with unknown gel implants and was presented with right side rupture, and capsular contracture; baker grade IV postoperatively. As a result, the patient underwent bilateral explantation on (B)(6) 2019.